Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.